Event description:
It has been reported to philips that there was no x-ray. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the coronary procedure was aborted. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found defective filaments in the x-ray tube. The fse replaced the x-ray tube and was returned for analysis. Part analysis confirmed that the cause of the x-ray tube failing was blown large filament leading to the system¿s inability to scan and use the x-ray tube. After replacement of x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the coronary procedure was aborted. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found defective filaments in the x-ray tube. The fse replaced the x-ray tube and was returned for analysis. Part analysis confirmed that the cause of the x-ray tube failing was blown large filament leading to the system¿s inability to scan and use the x-ray tube. After replacement of x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The product UDI, manufacture date and the reporting address city have been updated.